Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-04367, 2134265-2012-04368, 2134265-2012-04369. It was reported that subsequent to a stenting treatment procedure, thrombosis occurred; the patient experienced a myocardial infarction and expired. The patient presented with acute onset of inferior myocardial infarction and underwent a cardiac catheterization procedure which revealed 2 target lesions. The first was a 60% stenosed lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.00mm and a lesion length of 14mm. The lesion was predilated with an unspecified balloon and 3.00x16mm taxus element stent was deployed, resulting in 0% residual stenosis. The second was a 60% stenosed lesion located proximal rca with a reference vessel diameter of 2.50mm and a lesion length of 15mm. The lesion was predilated with an unspecified balloon and 3.00x20mm taxus element stent was deployed, resulting in 5% residual stenosis. The patient was discharged approximately 4 days later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with acute onset of left arm pain, nitroglycerin was administered without relief of they symptoms. Echocardiogram was performed and an inferior st elevated myocardial infarction was diagnosed. The patient was brought to the hospital via ambulance and resuscitation efforts as well as medical intervention were required. After arriving at the hospital, the patient experienced cardiac arrest/ventricular fibrillation and shock was delivered. The patient experienced pulseless electrical activity (pea) and CPR was performed along with the administration of adrenaline. The patient's pulse returned and blood pressure (bp) was measured at 117/82, however, a drop in bp (90/36) was observed after a few minutes. Shortly thereafter, the patient did not have a pulse and CPR was commenced, there were several episodes of pulse return followed by pulse loss. CPR and adrenaline were readministered and the patient was able to be transferred to the cardiac catheterization lab. During the transfer, 2 more cycles of CPR were performed and adrenaline administered and the patient's pulse returned. An intraaortic balloon pump was inserted at this time. Coronary angiography revealed 100% in-stent restenosis of the proximal rca along with thrombus. Export thrombectomy was performed and a large clot removed. A 3.00x16mm promus element stent was then deployed in the proximal rca at 12atm after 21 seconds. A 3.00x32mm promus element stent was then advanced and deployed in the proximal rca at 14atm and 17 seconds, and again inflated to 20atm for 16 seconds. A return of timi 2 flow was noted. Following the procedure, there was no improvement in bp and shortly thereafter, the patient experienced ventricular fibrillation and resuscitation efforts commenced, however, pea was again experienced and after multiple efforts, the decision to stop CPR and resuscitation efforts was made. The total resuscitation time was 3 hours and 20 minutes. Per the facility, the cause of death is given as acute inferior myocardial infarction.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).